Manufacturer narrative:
Evaluation of the returned instrument revealed two of the three 2.30mm prongs/teeth were actually missing from the device. The polyaxial screw adjustment tool is intended to adjust the screw head/tulip to allow for proper alignment for rod insertion. Information provided indicated it was being utilized for screw removal. The xenon surgical technique guide (lit-84134) provides direction to properly perform revision and/or removal of previously implanted set screws, rods & pedicle screws. The original instrumentation set contains all instruments required to perform this process.

Event description:
During the case one of the prongs broke off the instrument which affected the ability to remove the fourth screw. The event cause over a 30 minute delay in the case.